Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. Doctor explained that the patient has a synergy toric lens and poor quality vision but the problem is really that they have advances visual field loss in both eyes and a macular cyst in one eye. The doctor¿s point of view is the patient is not a good candidate for a presbyopia correcting lens and explained to the patient and family that the vision would be improved but not normalized by an iol exchange for a monofocal toric. No further information was provided.

Manufacturer narrative:
A4, a5 patient information: information unknown/asku. B3, date of event: information unknown/asku. D6b, if explanted, give date: information unknown/asku. H6-health effect-clinical code: 4581 used to capture the patient¿s pre-existing eye condition. H3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.